Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the humalog instructions for use: "do not use humalog that is viscous (thickened) or cloudy; use only if it is clear and colorless. Novolog should not be used after the printed expiration date."

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 530 mg/dl with large ketones that a healthcare provider deemed life threatening. Reportedly, the customer was using expired insulin. Tandem technical support educated the customer on insulin timelines. Customer performed a supply change as well as administered a correction injection to address the bg. Recommendation was made to consult a healthcare provider in regards to diabetes management.